Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. The lesion being treated was located in the moderately calcified and mildly tortuous left circumflex artery. The physician advanced 12mm x 3.0mm quantum maverick balloon catheter and was not able to cross the lesion. Upon removal of the catheter, it was noted that shaft had fractured. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There was blood in the guidewire and between the balloon folds. The balloon was tightly folded. There were multiple shaft kinks. There was a hypotube separation 69.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred.the lesion being treated was located in the moderately calcified and mildly tortuous left circumflex artery. The physician advanced 12mm x 3.0mm quantum maverick balloon catheter and was not able to cross the lesion. Upon removal of the catheter, it was noted that shaft had fractured. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable.

Manufacturer narrative:
(B)(4).